Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a broken rod was removed. Revision surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Investigation indicates a confirmation of overload fatigue. Cage subsidence along with non-union (non-fusion) is the suggested contributor to the rod over load.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which a broken rod was removed. Revision surgery took place (B)(6) 2017.